Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 16, 2015. The actual device and same lot retention sample fiber bundle were visually inspected and no breaks were found. Gas performance testing was then conducted according to the factory's protocol: bovine blood(hb12.0 g/dl, temp. 37oc., ph: 7.4, sv02: 65? And pvco2:45mmhg) was circulated in the oxygenator module under the following conditions: @v/q=1, fio2=100% and the flow rate of 5l/min. And 3l/min. Result: o2 addition: @5l/min. = 312ml/ min. @31./min.=206ml. No anomalies were found in either device. A review of the device history record confirmed there were no production related problems. A definitive root cause was not determined but has been attributed to the patient's size which may have compromised the device's functional capacity. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass, issues with removing co2 were experienced. No known impact or consequence to patient. Product was not changed out. Procedure was completed successfully without delay.